Event description:
In 2009, the patient reported that at 3:00am in 2009, his blood glucose elevated and his infusion device (competitor product) alerted him to a blockage in the system. He found insulin leaking from his infusion site. His ex-wife called an ambulance and when he was admitted to the hospital, his blood glucose measured "almost 700" mg/dl. He was discharged from the hospital 3 days later. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.